Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2020. D6b: explant date: 2020 additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700, model: sc-2352-70, (B)(6), UDI: (B)(4).

Event description:
It was reported that all components were explanted due to cerebrospinal fluid leakage (csf leak). Patient was doing well postoperatively. No further information has been obtained despite good faith efforts.